Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump piston did not stop trying to seat the pump prior to tube filling. The customer¿s blood glucose was 14 mmol/l at the time of the incident. Explained possible vent block, however, the customer explained that the connection was dry. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Pump passed the delivery accuracy test. No unexpected prime/ fill anomaly noted.